Manufacturer narrative:
(B)(4)

Event description:
During index procedure, the lad was treated with one endeavor sprint (rx) and the 1st diagonal was treated with one endeavor sprint (rx). The patient was placed indefinitely on aspirin and clopidogrel and discharged from hospital. Approximately 55 months post index procedure, the patient suffered gi bleed and was diagnosed with stomach cancer after endoscopy and underwent a gastrostomy. Patient's aspirin and clopidogrel medication was stopped and current outcome is unresolved.

Event description:
Update to previously reported gi bleed event - event occurred approximately 54 months post index procedure. The investigator assessed that the event was not related to the study device.

Event description:
Previously reported gi bleed was also treated with gastrectomy and prbc transfusion.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (hemorrhage). Evaluation conclusion: known inherent risk of procedure (hemorrhage).